Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the actual reservoir volume (arv) than the expected reservoir volume (erv); specific values were not provided. It was also stated that the patient experienced less effect from the therapy and increased spasticity. The patient did not experience withdrawal symptoms. It was unknown when the issue began. The healthcare provider (hcp) performed a catheter access port (cap) aspiration and only withdrew 0.5ml. It was further stated that the arv had been historically higher than the erv at refill. It was later reported that the no cerebrospinal fluid (csf) flow during a cap study. A catheter revision will be pursued in the future. The patient status was stated to be alive and no injury. The pump was used to deliver gablofen. No interventions were reported regarding the event. Additional information about the event could not be obtained by the report date. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the arv was 10cc and the erv was 5.6cc. It was unknown what the cause of the discrepancy was. When a catheter access port (cap) aspiration was done, it was reported that it "yielded 0.7cc before flow stopped." It was noted that the patient had not recovered and symptoms/issue were ongoing. Symptoms associated with the event included "worsening tone." The patient was to follow up with another physician. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).